Manufacturer narrative:
Occupation is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device was not charging. The patient stated that they were trying to charge the device, but the recharger was not finding it. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.